Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of the brush at the back of throat [foreign body], have a detached brush head at the back of mouth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 03-nov-2016 that last (B)(6), he/she got the head of the oral-b power oral care refill precision clean at the back of his/her throat. The consumer recounted that he/she purchased the set of four brush heads on (B)(6) 2016 and put it on his/her oral-b professional care rechargeable toothbrush that evening. Now, more than 4 weeks later, he/she had a detached brush head at the back of his/her mouth, and he/she wondered what if it had shot down his/her throat. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned two toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Head of the brush at the back of throat [foreign body]; have a detached brush head at the back of mouth [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that last weekend, he/she got the head of the oral-b power oral care refill precision clean at the back of his/her throat. The consumer recounted that he/she purchased the set of four brush heads on (B)(6) 2016 and put it on his/her oral-b professional care rechargeable toothbrush that evening. Now, more than 4 weeks later, he/she had a detached brush head at the back of his/her mouth, and he/she wondered what if it had shot down his/her throat. The case outcome was recovered. No further information was provided.